Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose and was hospitalized. The customer¿s blood glucose level when they were at home was 20 mg/dl. The customer treated with a glucagon shot. Their blood glucose to 37 mg/dl. The customer had a seizure. The emergency medical service was dispatched. The customer was given a full meal at the hospital and their blood glucose went up to 212 mg/dl. The insulin pump will not be returned for analysis.